Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt that her settings were changing randomly on their own; the settings changed from 2.0 to 0.5. The patient stated that they were feeling "dry in her brain, neck, and brain stem as if it's not flowing properly."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient has had their shunt adjusted 5 times because of setting malfunctions.